Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo proportional valve and a trilogy evo solenoid valve with the allegation of an active exhalation verification test failure. Both valves were inspected for visual defects and found none. Both valves were tested on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification. Both valves passed all testing. Pil concluded that the proportional and solenoid valves operated as designed. Pil was unable to confirm failure of the solenoid valve and the proportional valve. Coding has been updated to reflect the pil findings.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration during device servicing. There was no patient involvement, and no harm or injury reported. The ventilator failure to calibrate indicate a failure of the active exhalation module. The device's 3-way solenoid and proportional valves were replaced to address the issue.